Event description:
Initial ck result of >2000 u/l. Sample diluted and repeated, gave result of 2124 u/l. Same sample repeated the next day, gave result of 90 u/l. New sample from same patient also tested and gave result of 82 u/l. If additional information is received, appropriate notification will be provided.